Event description:
It has been reported while the withdrawal of the needle the swg became stuck the needle. As a result, a new cvc set was opened and successfully placed in the patient. The patient outcome is "n/a". There were no patient complications or delay in therapy reported. No intervention required.

Manufacturer narrative:
(B)(4). This event was originally believed to be non-reportable. However, upon investigation, a product malfunction was discovered. Therefore, this complaint is reportable.